Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the fuse on the snubber circuit board had openned. The snubber circuit board along with the high voltage cable were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 made a loud popping sound and then would no longer fluoro. There was no adverse patient involvement reported. There was no patient information reported.